Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient switched the last fill bag out and put a new one on the blue clamp line while being connected during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies. The patient switched the last fill bag out and put a new one on the blue clamp line while connected during peritoneal dialysis therapy. The technical service representative advised the patient that they must end therapy and must either start all over with all new supplies on the homechoice or to use manual supplies to finish up therapy. The technical service representative explained to the patient that they should never switch out supplies on a homechoice and explained why. The patient would finish up using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.